Event description:
It was reported that post-op the patient experienced ventricular tachycardia, arrhythmia, atrial fibrillation and atrial flutter. Me dication was administered intravenously. The leadless ipg remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.